Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed parallel lines of shell wear on the anterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture, baker grade 4. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number ip-00327496. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel breast implant 225cc and experienced a rupture, capsular contracture baker grade 4 on the right side, and breast cysts on the left side post-operatively. A breast mass was discovered on the right side which required surgical intervention. As a result, the patient underwent explantation on (B)(6) 2018. This report is for the right side device. This report contains supplemental information for mentor psr reference number ip-00327496.